Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version #: 2.1.0, ubd: , UDI#: ; product ID: 9736411, serial/lot #: -, ubd: , UDI#: h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g6) multiple annex a codes were submitted. Annex a code, a1102, applies to rfr nav4125 and annex a code, a110201, applies to nav4126 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site turned on the system and tried to login to the navigation system user and was unable to. After entering the password, the system's screen would go black and then return to the login page. They rebooted the system and attempted to login multiple times with no change. No patient present. (B)(6) 2024. E1 (rep): no new information. (B)(6) 2024 e2 (rep): no new information.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that the provided logs did not correspond with the reported issue on the event date. According to the information received, the logs were unavailable due to corruption. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.